Manufacturer narrative:
Correction: the magnet did not dislodge, as previously reported. This report is submitted on april 16, 2019.

Manufacturer narrative:
This report is submitted on march 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced magnet dislodgement during an MRI (date and tesla strength not reported). Surgery to reposition the magnet has been scheduled however this has not occurred as of the date of this report. The implanted device remains.